Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower 1 failed, user did reboot and recovery but still same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer by recovering the door, and no further investigation was required. The system functioned as intended after the customer resolved the issue.